Manufacturer narrative:
(B)(4). One complaint rt266 infant dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in (B)(4) for evaluation, to determine if it had a malfunction which might have lead to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that several rt266 infant dual heated evaqua2 breathing circuits had a cracked "y-piece". No patient consequence was reported.

Manufacturer narrative:
(B)(4). One complaint swivel piece of the rt266 infant dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand where it was visually inspected and pressure tested. Our investigation was also based on our knowledge of the product and previous investigations of similar reported complaints. Visual inspection of the complaint device revealed a crack along one of the swivel wye ports. The pressure test revealed that the swivel was outside of specification. We are unable to determine what may have caused the crack in the complaint swivel wye. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests the complaint device became damaged after release from the production line. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that several rt266 infant dual heated evaqua2 breathing circuits had a cracked "y-piece". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuit is currently enroute to fisher & paykel healthcare in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt266 infant dual heated evaqua2 breathing circuit had a cracked "y-piece". No patient consequence was reported.